Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, impedance calibration testing, defib/pacer testing, bench handling, and defib cycling without duplicating the customer's report. The paddles were not returned for evaluation. The paddle grounding springs were replaced as a precaution. The device was recertified and returned to the customer. It was recommended to the customer to discard the external paddles used as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.